Event description:
It was reported that the insulin pump had a long constant tone. The battery was changed and after counting up to three, the insulin pump had a constant tone. The battery was removed for two hours and then reinserted, but the problem persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was stuck at the number 3 and had a constant tone. Problem isolated to motherboard.